Event description:
After 1+ years of implantation, this device was explanted because of no pacing or capture and there were high impedance readings. During the explantation, it was reported that the st. Jude lead was found pulled out of this ICD header, the lead was reconnected however the physician decided to replace the ICD since it was uncertain if there was a setscrew issue. A new paradym was implanted.

Event description:
After 1+ years of implantation, this device was explanted because of no pacing or capture and there were high impedance readings. During the explantation, it was reported that the st. Jude lead was found pulled out of this ICD header, the lead was reconnected however the physician decided to replace the ICD since it was uncertain if there was a setscrew issue. A new paradym was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4)

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.